Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the patient received inappropriate high voltage therapy due to lead dislodgement. When repositioning was unsuccessful the lead was explanted and replaced. Patient was stable after the event.